Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker (pm) was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A device above elective replacement indicator (eri) was returned for analysis. Electrical and mechanical tests, visual inspection and longevity analysis were normal with no anomalies found.